Event description:
Pt hospitalized for hyperglycemia. Pt had high blood sugar. Pt's husband said insulin cartridge was empty when he took pt to ER. Husband reported that pt was disoriented and was trying to fill cartridge for an unk period time previous to being admitted. Pt had fallen and broken several ribs earlier in the week.